Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false high sodium (na) result generated by the unicel dxc 800 pro synchron clinical systems for one sample. Because the result failed delta check, it was repeated on both this instrument and the other instrument. Upon review of all the results it shows that the difference in potassium (k) and chloride (cl) also exceeded precision claims. The repeated results were lower for all analytes and were reported out of the lab. The elevated results were not reported out of the lab. Patient treatment was not affected.

Manufacturer narrative:
The day before the event, qc had been low, but on the day of the event, qc was within lab-established ranges. A field service engineer (fse) was dispatched on (B)(4) 2010: the fse decontaminated the system and replaced the carbon bridge. The fse also found cracks in the electrolyte injection cup (eic) assembly and ordered a new eic. Customer was using backup instrument until new part arrived. On (B)(6) 2011, fse serviced the instrument and replaced the eic assembly.